Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed(B)(4) site, per variance 5.

Event description:
It was reported the insulin pump alarmed button error. Customer reported the insulin pump was splashed with sea water and customer has been attempting to dry it in the cupboard for the last two days. Customer's blood glucose was 7.0 mg/dl. No further information reported.

Manufacturer narrative:
Insulin pump received with an intermittent button response due to corroded keypad traces. No button error alarm noted. No moisture damage noted on the electronics, motor, vibrator motor or battery tube assembly. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on lcd window, scratches on reservoir tube window and cracked belt clip slot.